Event description:
Initial reporter indicated that a vns patient was seen in clinic and noted to have high lead impedance on their systems diagnostic testing and normal mode testing. No report of any patient trauma or manipulation at site. Patient is being referred for a surgical consult. The patient's vns is currently programmed off.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.